Event description:
Procedure: laparoscopic colonectomy. During use the balloon failed. Pieces of the balloon fell into the surgical cavity. The pieces were removed and another device used. No pt injury reported.